Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive sheath was selected for use. A non-boston scientific mapping catheter was inserted into the sheath. After aspirating and flushing, the valve continued to leak blood. The catheter was removed and reinserted. After aspirating and flushing the catheter the valve continued to slowly leak. The sheath was still used, and after inserting the farawave catheter no leaking was present. The procedure was completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.